Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted however, device was received with a critical pump error (open book image) alarm and multiple sequential pump error 53 due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify battery failed alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not responding. The blood glucose level was 200 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer reported they received the open book image on the pump screen. The insulin pump will be returned for analysis.